Event description:
The surgeon reported to a depuy mitek sales that he was concerned that a pt had an adverse synovial response or infection from the use of the biocryl screw 8 month post-implanation. The surgeon did a follow-up arthroscopy and found there was pink discoloration on the synovial capsular surfaces and scar tissue on the superior side of the patella as well as along the anterior side of the tibial plateau.